Event description:
Patient received venaseal treatment on great saphenous vein. This was the patients first venaseal procedure and only 1 vein was treated. IFU was followed. Tumescent infiltration was not used. Local anaesthesia was used. The procedure was completed uneventfully. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive, catheter tip distance from sfj, or compression of gsv. 44cm of gsv treated. The vein was closed. Patient had a follow-up 3 days post procedure with no complaints. The patient called the office 7 days post procedure to report having developed a rash around the incision site. Patient reports taking ibuprofen and claritin as instructed pre and post procedure. The patient denied any swelling, pain, or redness to the leg. The patient provided an image of the area showing red spots and described as a rash on the treated lower leg which was reviewed by the physician. The physician recommended continuing the antihistamine and ibuprofen and warm compresses. Patient went to the emergency department (ed) 8 days post procedure with complaint of pain and swelling in the treated lower leg. Per emergency department visit, palpable cord extending from procedural insertion site to the medial right leg up throughout the medial aspect of the right thigh with mild erythema surrounding, no further extension, no open wounds, fluctuance or drainage, mildly tender to palpation throughout this area, full range of motion throughout all joints with intact pulses and soft compartments, no edema; left lower extremity bilateral upper extremities unaffected. Ultrasound without evidence of dvt however greater saphenous vein thrombosed with additional evidence of possible superficial thrombophlebitis. Per vascular recommendation, it was advised the patient be started on either xarelto or eliquis for a 30-day starter pack and to schedule an in-person follow-up visit at doctor¿s office. No antibiotics at this time. Patient updated at length; supportive care additionally discussed. 2 days later patient attended physician¿s office for follow-up appointment, no rash noted at that time. 1 day later, the patient called again with rash. Issue is still present. No further injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review one image file was returned for review: image 1: the image provided shows the patients right leg with evidence of a rash/red spots along the lower part of the leg consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.